Manufacturer narrative:
The system was serviced in the field. Hardware parts were replaced. The system passed all tests and was performing as intended. Other relevant device(s) are: product ID: bi71000522, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site had left the system unplugged from electricity for several days. It was put back on charge and was able to power on image acquisition system (ias), but the mobile viewing station (mvs) wasn¿t powering on. It was noted that the probable cause is with the mvs uninterrupted power supply (ups) batteries or power board. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the cause was due to blown fuses on the mvs. The distributor was onsite and the power leds were off when the system was plugged in. Multiple outlets were tried with the same problem.